Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the atrial lead. The caller was told that reducing the atrial sensitivity is the only way to resolve the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2007. (B)(4).